Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2024, neuropace became aware that the patient had an explant because of an infection. The patient called neuropace on (B)(6) 2024 requesting information to return her remote monitor and wand. She reported she had her device removed as a result of an infection and no longer needed the external devices. No details of the event were provided. Neuropace has requested details from the treating center. Actual explant date is pending.